Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator had a low fio2 in pediatric mode. The customer did not advise whether there was any patient involvement. However no patient harm was reported with this event.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and confirmed the reported problem. The fsr replaced the gas delivery engine (gde) and performed extended systems testing (est) which passed. After replacing the gde and testing the device the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. The vyaire failure analysis laboratory received the suspected component and performed a failure investigation. The issue reported by the customer was duplicated in the laboratory setting. Bench testing revealed the problem was isolated to the o2 blender having an inaccurate delivery of fio2. This is addressed by CAPA (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.